Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). For the initial report, (B)(4), the date of this report and date received by manufacturer should both have read "10/24/2018". The previous information reported in the initial MDR was in error for both entries and should be disregarded.

Manufacturer narrative:
(B)(4). This report pertains to two instances of the same product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; unknown hip acetabular cup; unknown hip femoral stem; unknown bone cement. (B)(4).

Event description:
Reviewed literature article entitled, "continuous distal migration and internal rotation of the c-stem prosthesis without any adverse clinical effects: an rsa study of 33 primary total hip arthroplasties followed up for ten years." Published in bone joint j 2014;96-b:604¿8. A study following 33 patients, using radiostereometric analysis (rsa) of polished triple-tapered c-stem femoral components, found distal migration (mean of 2mm) and internal rotation (mean of 3.8 degrees) of the femoral components. The cement mantles of these hips did not show any sign of migration or loosening at the cement to bone interface. There were no clinical or radiological signs that the stems' migration or rotation within the cement mantle had any adverse effects for the patients. It was also reported that there was no evidence of acetabular loosening or migration in any of the test subjects. The study authors stated that only one complication resulted, whereby a patient was excluded from the study of thirty three due to early bilateral changes and continuous pain that led to early bilateral hip revisions for suspected but unconfirmed septic loosening (specific site(s) of loosening and specific products revised were not identified by the authors). The authors also indicated that a total of 7 patients expired during the study (no indications were provided to suggest that the procedure or products were contributory towards the patient deaths). No individual patient specific information was provided by the authors. No product or lot code information was provided, only that depuy c stems were utilized in all cases, an unknown number of which were customized by depuy with rsa tracking applied. It was also indicated that depuy all-polyethylene cemented acetabular cups were used for the acetabular components. The cement manufacturer was not reported and is currently unknown. Two unknown hip implants are added to address the complication of early loosening (for suspected but unconfirmed sepsis--only loosening will be reported at this time; follow-up with the authors has been initiated to attempt to ascertain if infection was ever confirmed, and at what point the events occured after primary).